Event description:
It was reported that this right atrial (ra) lead was given additional slack. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was given additional slack. This lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the ra lead was given additional slack as the lead had pulled back. There were no adverse patient effects.